Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 25-year-old female patient who had essure (ess205) (batch no. 646518) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: on (B)(6) 2013: pathology report: pre-operative diagnosis: dysfunctional uterine bleeding. Final pathologic diagnosis: endometrial biopsy: relatively inactive endometrium imth no carcinoma or hyperplasia identified. Considerable stromal decidualization consistent with therapy. Essure confirmation test: (B)(6) 2010 (as per discrepancy noted in mr): hysterosalpingogram to confirm tubal occlusion status post essure. Current weight as of (B)(6) 2018: 220 lbs. Approximate weight at the time of essure placement 180 lbs. Concurrent conditions included obesity, fibroids, polymenorrhoea, intramural leiomyoma of uterus, anemia, abdominal bloating since (B)(6) 2009, gastrooesophageal reflux disease, ovarian cyst, uterine enlargement, nipple discharge and vaginitis. In 1996, the patient had essure (ess205) inserted. In (B)(6) 1996, the patient experienced urticaria ("welts on arms/rashes or skin conditions type: unexplained welting") and allergy to metals ("nickel allergy"). In (B)(6) 1997, the patient experienced migraine ("migraines") and headache ("headaches"). In 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal distension ("bloating"). In 2010, the patient experienced hypertension ("hypertension") and alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia"), vulvovaginal mycotic infection ("yeast infections"), cystitis ("bladder infections"), urinary tract infection ("uti"), fatigue ("fatigue"), abdominal pain ("abdominal pain"), amenorrhoea ("light menstrual cycles that led to no more menstrual cycles") and hypomenorrhoea ("light menstrual cycles that led to no more menstrual cycles") and was found to have ECG p wave inverted ("inverted p waves and had several abnormal ekgs") and weight increased ("weight gain"). The patient was treated with amiloride hydrochloride;hydrochlorothiazide (amilostad hydrochlorthiazide), omeprazole and surgery (she had surgery to remove essure implant,hysterectomy (full),oophorectomy(one side removal of ovary)). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, vulvovaginal mycotic infection, cystitis, urticaria, ECG p wave inverted, allergy to metals, dysmenorrhoea, hypertension, alopecia, amenorrhoea, hypomenorrhoea and abdominal distension outcome was unknown, the vaginal haemorrhage and menorrhagia had not resolved, the urinary tract infection, migraine, headache, fatigue and abdominal pain had resolved and the weight increased was resolving. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, amenorrhoea, cystitis, dysmenorrhoea, ECG p wave inverted, fatigue, headache, hypertension, hypomenorrhoea, menorrhagia, migraine, pelvic pain, urinary tract infection, urticaria, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure (ess205). The reporter commented: she for additional surgery. Insertion details: (B)(6) 2009 (as per discrepancy noted in mr): pre-post operative diagnosis: the patient desires permanent sterilization. The essure was placed without complication or difficulty. Approximately six coils were noted from the left tubal ostia. Attention was then turned to the right where an essure coil was placed in the right tube. Approximately five coils were noted protruding from the tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33 kg/sqm. Ultrasound scan vagina - on (B)(6) 1996: results: total bilateral occlusion.; on (B)(6) 2010: total bilateral occlusion. Concerning all the injuries reported in this case,the following ones were confirmed in patient's medical record: vaginal bleeding, dysmenorrhea, , hypertension, fatigue, pelvic pain, migraines, headaches, weight gain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: event "bloating," lab data added from pfs. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 25-year-old female patient who had essure (ess205) (batch no. 646518) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, fibroids, polymenorrhoea, intramural leiomyoma of uterus, anemia, abdominal bloating, gastrooesophageal reflux disease, ovarian cyst, uterine enlargement, nipple discharge and vaginitis. On (B)(6)1996, 135 days before insertion of essure (ess205), the patient experienced weight increased ("weight gain"). In april 1996, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia"), vulvovaginal mycotic infection ("yeast infections"), urinary tract infection ("uti") and abdominal pain ("abdominal pain"). In 1996, the patient had essure (ess205) inserted. In august 1996, the patient experienced urticaria ("welts on arms/rashes or skin conditions type: unexplained welting") and allergy to metals ("nickel allergy"). In april 1997, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cystitis ("bladder infections"), ECG p wave inverted ("inverted p waves and had several abnormal ekgs"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), hypertension ("hypertension"), alopecia ("hair loss"), amenorrhoea ("light menstrual cycles that led to no more menstrual cycles") and hypomenorrhoea ("light menstrual cycles that led to no more menstrual cycles"). The patient was treated with moduretic (amilostad hydrochlorthiazide), omeprazole and surgery (she had surgery to remove essure implant,hysterectomy (full),oophorectomy(one side removal of ovary)). Essure (ess205) was removed on (B)(6)2013. At the time of the report, the pelvic pain, vulvovaginal mycotic infection, cystitis, urticaria, ECG p wave inverted, allergy to metals, dysmenorrhoea, hypertension, alopecia, amenorrhoea and hypomenorrhoea outcome was unknown, the vaginal haemorrhage and menorrhagia had not resolved, the urinary tract infection, migraine, headache, fatigue and abdominal pain had resolved and the weight increased was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, amenorrhoea, cystitis, dysmenorrhoea, ECG p wave inverted, fatigue, headache, hypertension, hypomenorrhoea, menorrhagia, migraine, pelvic pain, urinary tract infection, urticaria, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure (ess205). The reporter commented: she for additional surgery. Insertion details:(B)(6)2009 (as per discrepancy noted in mr): pre-post operative diagnosis: the patient desires permanent sterilization. The essure was placed without complication or difficulty. Approximately six coils were noted from the left tubal ostia. Attention was thenturned to the right where an essure coil was placed in the right tube. Approximately five coils were noted protruding from the tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33 kg/sqm. Ultrasound scan vagina - on(B)(6)-1996: total bilateral occlusion. Concerning all the injuries reported in this case,the following ones were confirmed in patient's medical record: vaginal bleeding, dysmenorrhea, , hypertension, fatigue, pelvic pain, migraines, headaches. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: quality safety evaluation of ptc (product technical complaint ) and the event yeast infection was recoded to vaginal yeast infection. And the event light menstrual cycles that led to no more menstrual cycles was split for coding purpose. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 25-year-old female patient who had essure (ess205) (batch no. 646518) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, fibroids, polymenorrhoea, intramural leiomyoma of uterus, anemia, abdominal bloating, gastrooesophageal reflux disease, ovarian cyst, uterine enlargement, nipple discharge and vaginitis. On (B)(6) 1996, 135 days before insertion of essure (ess205), the patient experienced weight increased ("weight gain"). In (B)(6) 1996, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia/ light menstrual cycles that led to no more menstrual cycles"), fungal infection ("yeast infections"), urinary tract infection ("uti") and abdominal pain ("abdominal pain"). In 1996, the patient had essure (ess205) inserted. In (B)(6) 1996, the patient experienced urticaria ("welts on arms/rashes or skin conditions type: unexplained welting") and allergy to metals ("nickel allergy"). In (B)(6) 1997, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cystitis ("bladder infections"), bundle branch block bilateral ("inverted p waves and had several abnormal ekgs"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), hypertension ("hypertension") and alopecia ("hair loss"). The patient was treated with moduretic (amilostad hydrochlorthiazide), omeprazole and surgery (she had surgery to remove essure implant,hysterectomy (full),oophorectomy(one side removal of ovary)). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, fungal infection, cystitis, urticaria, bundle branch block bilateral, allergy to metals, dysmenorrhoea, hypertension and alopecia outcome was unknown, the vaginal haemorrhage and menorrhagia had not resolved, the urinary tract infection, migraine, headache, fatigue and abdominal pain had resolved and the weight increased was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, bundle branch block bilateral, cystitis, dysmenorrhoea, fatigue, fungal infection, headache, hypertension, menorrhagia, migraine, pelvic pain, urinary tract infection, urticaria, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: she for additional surgery. Insertion details: (B)(6) 2009 (as per discrepancy noted in mr): pre-post operative diagnosis: the patient desires permanent sterilization. The essure was placed without complication or difficulty. Approximately six coils were noted from the left tubal ostia. Attention was then turned to the right where an essure coil was placed in the right tube. Approximately five coils were noted protruding from the tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33 kg/sqm. Ultrasound scan vagina - on (B)(6) 1996: total bilateral occlusion. Concerning all the injuries reported in this case,the following ones were confirmed in patient's medical record: vaginal bleeding, dysmenorrhea, , hypertension, fatigue, pelvic pain, migraines, headaches. Most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet and medical record received. Event added: abnormal bleeding (vaginal, menorrhagia), menorrhagia , yeast infections, yeast infections, uti, migraines, welts on arms, headaches, inverted p waves and had several abnormal ekgs, nickel allergy, dysmenorrhea (cramping), fatigue, hypertension, hair loss, abdominal pain. Concomitant conditions were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had surgery to remove the essure implan). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: she for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.